Manufacturer narrative:
(B)(4). An investigation is on-going and a supplemental medwatch will be submitted if new information becomes available.

Event description:
It was reported that while a pt was on cardiohelp support, the perfusionist received an alarm indicating the "venous sensor was defective." Attempts were made to re-initialize the venous probe by unplugging the venous probe cable from the console, and plugging it back in. This action was not successful in re-initializing the probe. The console/probe are currently not in an alarm state. No pt effects were reported. (B)(4).